Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty as the device was not returned for analysis; however, factors that could contribute to the reported label discrepancy include, but are not limited to, manufacturing error, storage mix-up, and inadvertent mix-up by user. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that this was a procedure to treat a stenosed vessel. When the xience proa stent was in the vessel it was noted that the stent was not the correct length that was listed on the package. The stent that was in the box labeled as a 2.25x12 mm stent, was a 2.5x18 mm stent. The device was removed, and the correct size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.